Manufacturer narrative:
The study appears to include various synthetic and biologic meshes in ventral hernia repaid, including c-qur. Procedures, such as open component separation, are associated with a high risk of complications. Infection and hernia recurrence are high especially on high risk patients with previous infections, obesity, diabetes, multiple recurrences, etc. We are uncertain if any evaluation has been performed on the devices used in the (B)(6) study because no devices were returned to the manufacturer.

Event description:
Atrium has become aware of a study on hernia repair with preperitoneal placement involving different mesh types, including c-qur, with reports of infection and recurrence.